Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. Error logs were checked and the kilovolt controller board and the automatic exposure control (aec) printed circuit board were replaced. The aec calibration files were reloaded to the 2800 system. The system was tested and operates as intended.

Event description:
The customer reported during fluoro the 2800 system produced a generator failure error message. No pt injury was reported.